Event description:
It was reported that devices were used during a laparoscopic colon procedure. Devices were collected and that they would not function after a few minutes. The case was completed with another lcsc5. There was no pt consequence. No further info is available.